Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 23 pules. After 33 total priming pulses, the needle mechanism did not deploy, and the pod was subsequently deactivated. The pod was unable to complete a rerun. Contamination was observed on the commutator cap. Because the pod was unable to replicated the malfunctions in a rerun, it could not be confirmed if the contamination on the commutator cap is the cause of the rotational malfunctions and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G7.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.